Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as yellow blood blister. There was no alleged device malfunction contributing to the irritation. The patient¿s provider recommended the patient remove the lv and put antibacterial gauze pads over the irritation. Outcome of the irritation is unknown.